Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she went to see her doctor to extreme skin irritation from the sensor. The customer was told that it was not infected. However, this is a recurring issue. The customer was sent different sample tapes to try. Nothing further was reported.